Event description:
It was reported that the patient was implanted on (B)(6) 2022. The system monitor read left ventricular assist device (lvad) fault. The pump was set at 3000 revolutions per minute (rpms) but it read 5000 rpms. The pump was unable to be turned off from the system monitor. The log file captured a backup battery fault alarm and low speed advisory alarms. Related manufacturer's reference number: 2916596-2022-15894 (system monitor).

Manufacturer narrative:
Patient information was not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Prior to the implant procedure the pump had been primed with no issues. Everything had been routine. During the procedure, when the physician attempted to stop the pump, it would count down to 10 seconds but not stop. This was tried 3 times without success, so the modular cable was disconnected. The power module, the system monitor, and the system monitor to power module cable were exchanged and the issue resolved. Related MFR # of the power module: 2916596-2023-00908.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the submitted log files appeared to show the pump operating as intended at the set speed. A direct correlation between the pump and the reported event could not be conclusively determined through this evaluation. The lvad event log file contained events from 01dec2022, per the timestamps. The first several events captured on 01dec2022 were consistent with pump priming and initializing pump support. Following this timeframe, the file captured events consistent with the report of the modular cable being disconnected. Adjustments to the fixed speed and low speed limit were performed following these events. No lvad faults were recorded within the file and the pump always operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, along with section 6, ¿patient care and management¿, outline all pump parameters, including pump speed. Section 4, "system monitor", explains that a low speed advisory alarm appears if either the fixed speed has been set 200 revolutions per minute (rpm) or more below the low speed limit, or the system controller is unable to maintain the speed at or above the low speed limit. Section 5, "surgical procedures", provides instructions on adjusting pump speed following implant. Section 7, "alarms and troubleshooting", explains all system alarms as well as the appropriate actions associated with each alarm. No further information was provided. The manufacturer is closing the file on this event.